Manufacturer narrative:
The implant remains in the patient. Revision surgery is planned but has not yet been scheduled. The identifying lot number was not provided; therefore, a review of the device history records could not be performed. The root cause could not be determined at this time. If additional information is received, a supplemental report will be submitted.

Event description:
Around one year postoperatively, a radiograph revealed a broken screw at l5. A revision has not been scheduled.